Event description:
Information was received indicating that a motor rate error occurred on a smiths medical medfusion® 3500 syringe pump. There were no reported adverse effects.

Manufacturer narrative:
One medfusion pump was returned for analysis in damaged condition. The top case was found to be cracked and chipped. The bottom case was observed to be damaged. The event history log had nothing pertaining to a motor rate error. Occlusion and flow testing was performed; no discrepancies noted. Based on the evidence the root cause of the issue could not be determined as the complaint could not be confirmed.